Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage catheter was selected for gallbladder drainage. During placement, the catheter tore or fractured. Another drainage catheter was used and the procedure was completed successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Correction: device code: material rupture (1546) - it was originally reported that the device code was material separation (1562). During investigation, it was found that the device code material rupture (1546) more accurately depicts the device malfunction. Additional information: concomitant medical product received on: 07dec2018. Investigation ¿ evaluation. A review of the complaint history, drawing, instructions for use (IFU), documentation, drawings, specifications, manufacturing instructions, and quality control of the device, as well as a dimensional verification, visual inspection, and functional test, were conducted during the investigation. The visual inspection of the returned device found a section of tubing that appeared to have burst around 9 cm from the distal tip, confirming the customer complaint. A wire guide was unable to be fed through the proximal end of the tubing due to an obstruction distal from the burst. The wire guide was then forced through the distal end and thick biomatter was found to ooze from the sideports. The dimensions of the undamaged portions of the device were measured and found to be within manufacturing specifications additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent non-conformances related to this failure mode prior to device distribution. There is no evidence to suggest the device was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The device is shipped with instruction for use (IFU) which notes: warnings if a catheter has become malpositioned or if drainage ceases, the catheter should be promptly exchanged or removed. The IFU also advises the user to inspect the device prior to use to ensure that no damage has occurred. Based on the information provided, the examination of returned product and the results of our investigation, cook has concluded that the root cause could not be established. The failure mode for the device complaint was described as a rupture from an occluded lumen caused by biomatter. A definitive conclusions cannot be drawn on how the catheter lumen became occluded. The appropriate personnel have been notified. A risk analysis has been completed. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.